Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 36mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.0mm in diameter left circumflex artery. The lesion contained less than 45 degrees bend. After a non bsc guide wire crossed the lesion, predilation was performed and a 3.00x38mm promus element plus stent was introduced however the shaft of the device was fractured while still outside the patient's body. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple bends along the hypotube shaft and the shaft itself was broken 1mm distal from the strain relief. A review of the in-process vacuum decay test (vdt) for the associated batch was carried out to confirm that no anomalies were present within the batch. A breach/damage/issue with the device delivery catheter (including the manifold/hub) would yield a fail for the tested unit, thus scrapping would be performed. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 36mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.0mm in diameter left circumflex artery. The lesion contained less than 45 degrees bend. After a non bsc guide wire crossed the lesion, predilation was performed and a 3.00x38mm promus element¿ plus stent was introduced however the shaft of the device was fractured while still outside the patient's body. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.